Event description:
It was reported that the procedure was to treat a 55% stenosed lesion in the internal carotid artery. The 8x40mm acculink self-expanding stent system (sess) was advanced to the target lesion, and the stent was attempted to be deployed; however, the stent became exposed but did not fully release and deploy. Therefore, the sess was removed from the patient, and another acculink stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.